Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900 neopuff infant resuscitator from our regional office in france for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that an rd900 neopuff infant resuscitator had a broken gas outlet port. No patient harm was reported.

Event description:
A healthcare facility in france reported that an rd900 neopuff infant resuscitator had a broken gas outlet port. No patient harm was reported.

Manufacturer narrative:
(B)(4). Method: the fascia and valve system of the complaint rd900afu neopuff infant resuscitator was returned to f&p healthcare in new zealand, and was visually inspected. Results: visual inspection revealed that the gas outlet port was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. It should be noted that the subject neopuff unit was almost eight years old at the time of the reported malfunction. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the healthcare facility after passing the performance tests specified on the product technical manual.